Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed impedance noise with out-of-range impedance values. There were only a few outliers marked noise and not a true trend. The health care professional (hcp) was to reach out to cardiology to discuss rv lead integrity. The pacemaker and the rv lead remain in service. No adverse patient effects were reported.